Event description:
It was reported that the device is giving less value than the selected joules. There was reportedly no patient involvement.

Manufacturer narrative:
The customer spoke with a philips remote service engineer (rse) and explained that they kept the device under observation and tested it for a few days and were unable to duplicate the reported issue. Although no fault was found, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.